Event description:
It was reported that the customer stated that some of the catheters were discolored and some had bubbles on the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging), unused silicone foley. Visual inspection of the sample noted no bubbles. A potential root cause could not be found since the reported event was unconfirmed. Labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer stated that some of the catheters were discolored and some had bubbles on the catheter.